Event description:
It was reported that, "the levels being fused were l2-l4. It was a trauma case so xia 3 mono screws were being used. Screws were placed, rods were inserted and set screws were being introduced. (B) (6) couldn't get the set screws in the right l4 screw started. He asked for an inserter tube. Inserter tube was placed on screw head and he was trying to introduce the set screw through the inserter tube when the set screw across threaded. He requested a new set screw which he again tried to introduce it through the inserter tube when he cross threaded that set screw as well. He then removed the inserter tube and asked for a new screw which he was able to get engaged in the screw. He next went to the l2.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.